Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed pacemaker mediated tachycardia that was resolved reprogramming blanking periods. Also, a constant increase in shock impedances at rv lead from within range to high, out of range values had been observed. The other pacing impedances from other leads were within range and thresholds were stable. A defibrillation threshold (dft) test procedure was completed, and the out-of-range impedances were confirmed. The physician decided to keep the lead implanted and monitored. The crt-d also remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed pacemaker mediated tachycardia that was resolved reprogramming blanking periods. Also, a constant increase in shock impedances at rv lead from within range to high, out of range values had been observed. The other pacing impedances from other leads were within range and thresholds were stable. A defibrillation threshold (dft) test procedure was completed, and the out-of-range impedances were confirmed. The physician decided to keep the lead implanted and monitored. More than a year afterwards the physician decided to complete a commanded shock test again. The crt-d also remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed pacemaker mediated tachycardia that was resolved reprogramming blanking periods. Also, a constant increase in shock impedances at rv lead from within range to high, out of range values had been observed. The other pacing impedances from other leads were within range and thresholds were stable. A defibrillation threshold (dft) test procedure was completed, and the out-of-range impedances were confirmed. The physician decided to keep the lead implanted and monitored. More than a year afterwards the physician decided to complete a commanded shock test again. At this time, additional information was received mentioning that the crt-d has been explanted due to therapy upgrade, and the rv lead has been surgically abandoned due to product performance issue. No additional adverse patient effects were reported.